Event description:
Additional information received reported that a magnetic resonance imaging (MRI) was done on (B)(6) 2012 because the patient¿s symptoms seemed to be getting worse. The patient was having more trouble getting around and he lost function in his lower extremities. The MRI demonstrated a sort of uniformly enhancing mass of the lumbar spine from about l4 down and l3 down. It seemed to be encasing the nerve. The patient had a lumbar intradural lesion and biopsy. Portion of the dense fibrous and fibrocollagenous tissue were observed and no evidence of active inflammation or granulomas or malignancy was noted. The patient had another MRI done on (B)(6) 2010 for right leg pain, bilateral leg weakness and leg numbness. Abnormal signal within the central canal from the l3-l5 levels was noted. It was stated that this ¿may represent arachnoiditis or reactive inflammatory granulomatous disease.¿ operative note on (B)(6) 2012 stated that the catheter was left in the thecal space during a pump explant in 2008. The patient presented with several weeks of gradual progressive weakness of the lower extremities worse than baseline. Workup revealed an intradural lesion at the l2 area which had been slowly improving over time at the tip of the retained catheter. As the patient was having neurologic decline, the patient was offered the surgery. The patient outcome was noted as serious injury ongoing.

Event description:
Additional information: per the healthcare provider no intrathecal baclofen/drug was being delivered. A scar/granuloma was presumed at catheter tip with arachnoiditis at l2 retained catheter tip. A MRI/x-ray/CT scan done on (B)(6) 2012 showed arachnoiditis with possible granuloma at l2. A surgical intervention was done on (B)(6) 2012. In the or at l1-l3 lami & duraplasty were performed and the nerves were observed to be too scarred to remove catheter or granuloma. Patient symptoms were noted as increased leg weakness. It was added that over several years patient had had increasing lumbar arachnoiditis & parapgiesis; ultimately the recent MRI suggested mass lesion. Patient was hospitalized and the event was indicated to be serious ongoing injury/illness.

Event description:
It was reported that the patient experienced a hematoma; blood was dripping out of the incision site. It was noted at the time of this report the wound was being treated in attempts to "save the pump" if possible. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: it was reported by the healthcare provider that the following information was incorrect and that there was 'no such event': the medtronic representative reported that blood was dripping from the patient's incision site. The wound was being treated in order to save the pump.

Manufacturer narrative:
(B)(4). Corrected information: with additional information received later it was determined that the device was unknown.

Manufacturer narrative:
Catheter: model # 8731sc, lot # n114045011, implanted on: (B)(6) 2007, explanted on: unknown; catheter: model # 8731sc, lot # n113951005, implanted on: (B)(6) 2007, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).